Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer had filled the cartridge with 200 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 468 mg/dl.